Event description:
It was reported that the needle never deployed the cannula into the skin. The status of the cannula and pink slide is unknown. It was reported that the patient's glucose level rose to 280 mg/dl while wearing the pod on the infusion site (arm) between 5 and 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.